Event description:
The sales representative reported that as the surgeon was utilizing the grasper during a procedure, a part of the jaw of the grasper came off inside the patient¿s abdomen. Surgeon was able to retrieve the broken piece. Additional information received 22jun2015: the customer reported there was no patient injury or intervention, no additional medical procedures required, the retained object was retrieved by the surgeon using a clamp, the laparoscopic cholecystectomy was completed as planned with a patient outcome reported to be, surgery successfully completed.

Manufacturer narrative:
(B)(4): visual examination reveals the device has been modified by a 3rd party as evidenced by: epoxy application on the rotation assembly that is not consistent with process and material. The handle has been resurfaced so that the lot code etching has been eliminated. The presence of additional etching¿9/12 s24¿ on the slide lock. The handle screw is not lined up with the staking mark that should prevent it from falling out and is not flush with the handle per process and material. Additional visual examination shows the shaft of the device is bent. The upper jaw is broken off near the intersection of the clevis. The rotation assembly is made of delrin and has become discolored. The rotation assembly design points to the device being made in 2012 or earlier. The number of times the reusable device has been reprocessed is not available. While the number of times these devices have been used and/or reprocessed by the end user cannot be determined, the end of life indicators observed do not represent premature failure given the age of the device. The exact cause of these failure modes, are 3rd party modification and likely the use of excessive force.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.